Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not shown on the cabinet. A technical support specialist (tss) remotely accessed the cabinet, preselected the zone, and verified that the item was successfully issued and added. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user observed that items did not appear during the add item process and when they attempted to issue an item, none of the drawers opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.